Event description:
A 38 yr old white female g3p3 status post bilateral subglandular 240 cc mcghan gels for augmentation 05-24-85. Complaining of smaller breasts. Denies history of trauma or local pain. Arthalgias, left calf spasms, fatigue, headaches, memory loss, hair loss, rashes, shortness of breathe & weight gain. Otherwise healthy. Right ruptured breast implant.